Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on three separate occasions due to peritonitis (initially reported as pd catheter infections). This record captures the second of those events. Follow-up documentation from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized due to cloudy peritoneal effluent fluid and abdominal pain on (B)(6) 2024. The patient was diagnosed with peritonitis and treated with unspecified antibiotics. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotics were presumably continued. The patient was discharged on (B)(6) 2024, however the patient was readmitted on (B)(6) 2025. Per the pdrn, the patient continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized without reported issue. Per the pdrn, the cause of the patient¿s peritonitis is unknown; however, it was not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler and liberty cycler set and the serious adverse events of peritonitis, characterized by cloudy peritoneal effluent fluid and abdominal pain, which required hospitalization and antibiotic therapy. The pdrn stated the cause of the serious adverse events remains unknown; therefore, causality could not be established. End-stage renal disease (esrd) patients undergoing pd therapy (manual or cycler based) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient was hospitalized on three separate occasions due to peritonitis (initially reported as pd catheter infections). This record captures the second of those events. Follow-up documentation from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized due to cloudy peritoneal effluent fluid and abdominal pain on (B)(6) 2024. The patient was diagnosed with peritonitis and treated with unspecified antibiotics. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, and the patient¿s antibiotics were presumably continued. The patient was discharged on (B)(6) 2024, however the patient was readmitted on (B)(6) 2025. Per the pdrn, the patient continued to undergo continuous cyclic pd (ccpd) therapy while hospitalized without reported issue. Per the pdrn, the cause of the patient¿s peritonitis is unknown; however, it was not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.